Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. The spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations." The available information does not reasonably suggest that a device malfunction occurred and this event is being submitted due to the patient injury resulting from the reported infiltration.

Event description:
It was reported that an infusion with a spectrum pump of an unknown therapy infiltrated. The patient had the peripheral venous access removed, received standard care to the infiltration site and required replacement of a new peripheral access to continue with prescribed therapy.